Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working properly. There was no known cause of the reported issue, and the software was upgraded.

Event description:
It was reported that the intermittent bolus error and recall action pending. The event noticed after removing the equipment for the recall action. There was no patient involvement.